Event description:
The plaintiff was implanted with "pelvic mesh products" and/or "product" to treat pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that, the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
It is unknown which ams pelvic mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.